Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. Review of the submitted log files revealed on 25dec2025 at 09:35:31, the driveline was disconnected causing the pump to stop. Once the driveline was reconnected at 09:35:38 the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect alarms. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and power cables. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation. A driveline disconnect event was recorded. There was a pump off alarm on (B)(6) 2025. Log files recorded a left ventricular assist device (lvad) off alarm associated with a driveline disconnect alarm at (B)(6) 2025 at 9:35:31. This event appeared to have occurred just after the patient switched from mobile power unit (mpu) power to battery power on christmas day. The data indicated that the driveline was reconnected at (B)(6) 2025 at 9:35:41. The pump speed was then ramped back up to the set speed of 5500 rpms. There were no other unusual events recorded during this history.